Event description:
Subsequent to the initial filing, additional information was received stating that after unpacking, the device was briefly inspected and there was no apparent damage. But while the stent delivery system (sds) was being introducing into the guide catheter, resistance was encountered during advancement, and the proximal portion of the stent became flared. Resistance was also encountered with the guide catheter during removal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) found blood visible in the guide wire lumen, on the stent implant and on the tightly-folded balloon, which is consistent with the device being advanced over a guide wire and into the patient. The stent implant was stationary on the balloon between the markers. There were mangled struts in the first and second rows at the proximal end of the stent, confirming the reported damage. There was also a bend in the hypotube, however, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. Measurements of the outer diameter (od) of the stent excluding the proximal end were taken and all dimensions were within manufacturing criteria. The proximal od could not be taken due to the damage noted. An attempt was made to advance the sds through a new 6fr guiding catheter, but strong resistance was noted as a result of the damaged struts. It was noted that during testing, the mangled struts got caught on the tip of the guiding catheter during an attempt to remove the sds, causing it to dislodge as a result. Difficulty positioning and removing the sds through the guiding catheter, causing resistance between the two devices may be related to numerous factors including, but not limited to, manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, or procedural technique. The guiding catheter used during the procedure was not returned for analysis and may have further aided the investigation. However, as no damage was observed to the sds during inspection prior to use, this suggests that the stent likely became damaged from an interaction with the guiding catheter and/or rotating hemostatic valve (rhv) during the procedure. It is likely that as the sds was advanced, an interaction between the proximal end of the stent and the rhv and/or guiding catheter caused the struts to become flared. If the stent became damaged as it was being positioned in the guiding catheter, this could be the cause of the reported difficulty to position with the guiding catheter. Then upon removal, the struts likely became further mangled, thereby contributing to the noted resistance upon removal of the device. Overall, based on the information provide and the analysis of the returned product, the reported difficulties appear to be related to operational context of the device and not a product quality deficiency. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. Additionally, all products are 100% visually inspected online for stent damage. A review of the finished product device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Additionally, a search of the complaint database indicated no similar incidents for this lot, there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the mini vision stent struts were flared at the proximal end and had encountered resistance with the guiding catheter. No adverse patient effects were reported. No additional information was provided.